Event description:
Hospital personnel were attending to a pt, condition unk. External pacing was initiated, however the operator reportedly could not increase the pacing current. There were no alarms noted by the operator. There were no adverse effects to the pt reported as a result of the alleged malfunction.